Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the investigation is inconclusive for the reported retraction issue, as the device was not returned for evaluation. The definitive root cause for the reported retraction issue could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the iliac-aorta, the pta balloon allegedly could not be removed through the introducer sheath after the inflation. The health care provider removed the device by preforming a cut-down at the access site, the right femoral artery. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that during an angioplasty procedure in the iliac-aorta, the pta balloon allegedly could not be removed through the introducer sheath after the inflation. The health care provider removed the device by preforming a cut-down at the access site, the right femoral artery. There was no reported patient injury.